Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a peritoneal dialysis (pd) transfer set and titanium adapter. The transfer set connection to the titanium adapter was further described as being loose and could not be connected. This event was observed during use at the hospital for pd therapy. To resolve the issue, the transfer set was replaced. There was no allegation against the titanium adapter and was still in use after the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.